Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve, there was no issue with the stapler. By the end of the case, the surgeon realized though that the calibration tube was stapled in the patient's stomach. The piece of tubing had to be surgically removed. The event led to tissue damage and tissue loss. Part of the staple line on the stomach had to be resected and hand sewn closed. Surgical time was extended by 1.5 hours and patient hospitalization was extended by at least 6 days.